Event description:
The customer reported that the ventilator screen went blank and alarmed while on a patient. The customer reported the device exhibited an odor of overheating. The customer reported that there was no patient harm. The device was returned to the manufacturer for analysis. Factory analysis of the returned device revealed a component failure on the motor controller pcb board. The component failure resulted in a loss of 12 volts, which during operation may result in a shut down of the ventilator.